Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visually inspected the reader and no damage was observed. Customer stated: ¿reader feeling warm when charging¿. No evidence of reader feeling warm when charging was observed. Performed built-in reader test and the test passed. The customer did not returned the cable and adapter. De-cased the reader and performed visual inspection on pcba and no signs of damage, burn marks or corrosion was observed. Battery measured to be within the specified range. An extended investigation was performed. A visual inspection of the reader was performed using digital microscope, no anomalies were observed with exterior or pcba. The reader log was uploaded and reviewed.; no issues were observed. The reader was able to turn on successfully with a button, strip and cable insertion. The reader passed the built in reader test. The reader was monitored using thermal camera, and no hot spots were observed during either charging or non-charging conditions. The off current was measured to be within the required specification. The current consumption test was within specification, and the reader functioned as intended. No evidence of product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.